Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and verified the reported issue. It was determined that wear on switches, designators sw36 and sw37 (pwr on/off) caused intermittent power on/off issues with the device. The removed system controller pcb assembly was an ancillary part and there was no failure of the assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system controller and user interface pcb assembly, which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device intermittently will not power on when pressing the on button on the keypad. There was no patient use associated with the reported event.